Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-06895. It was reported that the patient's t12 lead had migrated. As a result surgical intervention was undertaken wherein the lead was explanted and replaced. During this procedure, the ipg would no longer communicate with external devices and was deemed inoperable. The ipg was explanted and replaced. Effective therapy was established post operatively.